Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-03247. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were explanted and replaced. Effective therapy was restored after the surgery.